Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1 colony forming units (cfus) of micrococcus luteus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: 11-feb-2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: micrococcus luteus. The device was evaluated where an additional potential adverse event was confirmed scope cover unit was dirty, cable unit was dirty, outside shield unit was dirty, scope connector was dirty, and the circuit board unit in scope connector was dirty due to water leakage. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results did not conform to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.